Manufacturer narrative:
(B)(4). Evaluation summary: the stent implant was returned for evaluation and the stent delivery system (sds) was not returned. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The reported failure to advance, stent dislodgement and reported treatment appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a coronary procedure, a perforation occurred in the circumflex artery. The 2.8 x 19 mm graftmaster stent delivery system was advanced to the perforation site; however, due to the patient anatomy, the graftmaster was unable to cross to the target site. The graftmaster stent delivery system was removed and the stent dislodged. The dislodged stent was removed from the patient anatomy. A new 2.8 x 16 mm graftmaster stent delivery system was then used. There was no adverse patient effect and no clinically significant delay. No additional information was provided.